Manufacturer narrative:
Product ID: 97792, lot# n446310, implanted: (B)(6) 2014, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer. Patient product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that stimulation was intermittent. There was an overstimulation sensation. There was a shocking or jolting sensation. It was noted that this had been since after programming session on (B)(6) 2014. The device was just activated the day prior, (B)(6) 2014. The patient was fine during the programming session and had noticed the change once she was in the care and relaxed on the drive home. Patient had noticed a jolt when she leaned back. It was noted that when she turned her head to the right, she did not feel stimulation and when she turned to the left, the stimulation dimmed and when she leaned head back, it shocked her and when she leaned forward, she did not feel it. It was further noted that when the patient bent her knees, the stimulation increased. Stimulation was in the wrong location. Stimulation was right for the lumbar area but was only felt on the left side. The patient had scoliosis and due to that they were not able to place two leads. The patient¿s husband did not think they had placed the lead quite far enough. It was noted that during the programming session, the person was trying to get the stimulation even and close to where the patient needed it but was not able to do so. Patient felt stimulation in legs but not in the c enter of lumbar area or to the right. It was noted that it went higher on the left side. Patient had adjusted it lower and to the middle between 5-6 and even had turned it off. It was noted that it was currently on. It was noted that the patient was afraid to use the trial for the first 3 days but on the fourth day it worked well. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional (hcp) or a manufacturing representative. The reporter stated the "unit" was not helping at all. The reporter further stated that due to scoliosis they were only able to get one lead in and it was running up the wrong side with "virtually nil on the pain side."